Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus premier ous mr 12 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal section with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent met resistance of a calcified lesion during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hypotube was broken at 165 mm distal to the distal end of the strain relief and multiple kinks were also observed along several locations of the hypotube shaft. The type of damages noted most likely occurred due to excessive force that could have been applied on the delivery system during handling post procedure. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23sep2020. It was reported that crossing difficulty was encountered. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 12 x 3.00 promus premier drug-eluting stent was advanced for treatment but could not cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.